Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient reported that he had a partial stryker knee replacement in (B)(6) 2014. He was in constant pain since the day after his surgery. Recently, he had a bone scan and is scheduled for revision surgery to get a total knee replacement. He has been contacted by several product liability attorneys to rectify the situation, but wanted to talk to stryker representatives as well, to see if there is anything that can be offered to him for the pain, suffering and inconvenience he has endured for over the past year and a half.

Manufacturer narrative:
Due to additional information received this report has been identified as a duplicate of stryker ref: 1119465, previously reported under MFR report # 0002249697-2016-00812. When available, investigation results will be submitted under this manufacturer report number.

Event description:
Patient reported that he had a partial stryker knee replacement in (B)(6) 2014. He was in constant pain since the day after his surgery. Recently, he had a bone scan and is scheduled for revision surgery to get a total knee replacement. He has been contacted by several product liability attorneys to rectify the situation, but wanted to talk to stryker representatives as well, to see if there is anything that can be offered to him for the pain, suffering and inconvenience he has endured for over the past year and a half.